Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula, or to determine its root cause. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the patients blood glucose level rose to 17 mmol/l (306 mg/dl). The patient reported the pink slide did not move forward indicating a needle mechanism failure. The patient also reported the cannula deployed, but it did not insert into the skin properly and was bent. The patient treated the hyperglycemia by delivering 3 units of insulin, applying a new pod and delivering a bolus of 5 units. The pod was worn between 1 and 4 hours on the arm.